Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was not replicated. The root cause of the event cannot be established. The downstream occlusion will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device is alarming "high pressure" even when idle. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was not replicated. The root cause of the event cannot be established. The downstream occlusion will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device is alarming "high pressure" even when idle. No patient injury was reported.